Event description:
The clinic reported that a laser vision correction patient presented with inflammation in the right eye two weeks post treatment. The topical steroid dosage was increased, and pred forte was prescribed four times a day with slow taper. The patient complained about double vision at distance. The patient's symptoms had not resolved until (B)(6) 2014. There was a loss of two or more lines of best corrected visual acuity (bcva). There is a chance for refractive enhancement procedure in the future however, account has not reported that it has occurred.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.